Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-21006. It was reported the patient experienced rib stimulation. Reprogramming was unsuccessful as it resulted in belly stimulation as well. X-rays did not reveal any anomalies. The patient will consult with physician to discuss possible surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.